Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint of "arcing issue." The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have damage of the conductor wire¿s insulation. The distal clevis ear was cut to inspect potential weld damage, however there was no damage found. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. The instrument was found to have thermal damage found on the distal idler pulley. Advanced failure analysis reported that upon visual inspection of yaw pulley shows silicone potting to be intact. Electrical continuity test passes and wire does not pull out from yaw pulley, indicating wire is not broken. Thermal damage on distal idler pulley is likely a result of the damage wire insulation creating a path for unintended energy transfer. Damaged wire insulation is likely caused by the wire dislodging out of the conductor cap. A review of the instrument log for the permanent cautery hook instrument (420183-14/n10181218) associated with this event has been performed. Per the logs, the instrument was last used on 5/28/2019. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. The event was recorded, but the video was not provided due to the hospital's hippa regulations. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's eighth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the permanent cautery hook instrument arced. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula was inspected prior to use and no defects were identified. Electrolube was used during the case. The iesu settings for monopolar energy were 35/35 and the instrument was used for almost the entirety of the case until the arcing was noticed. The surgeon was using the permanent cautery hook instrument to dissect the cervix when the arcing was observed. The surgeon had a precise bipolar forceps and mega needle driver instrument installed on the arms at the time of the issue. There was no collision of instruments noted during the procedure. Once the arcing was noticed, the permanent cautery hook instrument was taken out and the site used a monopolar curved scissors instrument to complete the case. There was no patient injury.